Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced difficulty breathing, feeling of fullness, nausea and a panic attack. The cause of the events was not reported. The events occurred during dwell 3 of 4. The patient was instructed to perform a manual drain and 3106ml was drained prior to discontinuing therapy. It was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.